Event description:
Pt at home bent over felt a trickling of blood and discovered his line had fallen out. A new device was placed.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation, a lot history review (lhr) of rewf0330 showed no other similar product complaint(s) from this lot number.